Manufacturer narrative:
Med. Upon investigation the monitor was unable to complete incoming functional testing. The monitor's electrode belt j1001 connector was unplugged from the ca board. The root cause for the unplugged connector could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.